Manufacturer narrative:
The customer's report was observed and attributed to faulty ECG top and bottom shields and an mfe top side shield on the analog board. The analog board was replaced. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during biomed testing, the device failed leakage current testing. Complainant indicated that there was no patient involvement in the reported malfunction.